Event description:
Meter was reading inaccurately erratic. There was no allegation of harm or serious injury. The patient had received results of 166 mg/dl and 350 mg/dl within 10 minutes of each other. However, this comparison is invalid since patient was not cleaning the meter according to the owner's manual and also the puncture are was cleaned incorrectly during troubleshooting, it was verified that the meter was set in the correct unit of measurement (mg/dl) patient was walked through a check strip test, which failed outside the range. Patient was then asked to clean the meter and the check strip and perform the test again. The second check strip test failed out of range as well. Patient did not receive any medical attention or treatment. Based on the information provided, there is indication that the product has malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no information to suggest that the patient experienced injury due to the product. This case is reported as a meter malfunction since two check strip tests failed. A replacement meter was sent to the patient.